Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The event occurred at national heart center of (B)(6). The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that intermittent low speed alarms occurred on the night of (B)(6) 2018 while the system controller was connected to the power module. The patient was asymptomatic. The system controller log files reviewed by the manufacturer's technical services representative confirmed the alarms leading to pump stoppages occurring twice on (B)(6) 2018 at 2321hrs and 2341hrs, respectively. There were no additional issues throughout the duration of the event log after changing to battery power. X-ray images showed no overt break in both the internal and external portions of the percutaneous lead (driveline). The alarms were unable to be reproduced with body movements or external driveline manipulation. The external percutaneous lead appeared to be intact with no visible trauma noted. The patient was issued an ungrounded patient cable for use with the power module and will be monitored. No additional information was provided.

Manufacturer narrative:
Although the reported pump stoppages were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined through this evaluation. The patient remained ongoing on lvad support with the non-grounded patient cable for use with the power module with no further related issues until the patient ultimately expired on (B)(6) 2018 due to an intracerebral hemorrhage (reference the manufacturer¿s medwatch # 2916596-2018-01571 for subsequent event reported). A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.